Manufacturer narrative:
The field service engineer found a clogged probe which they cleaned, readjusted, and confirmed module was running within specification. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for four patients with the cobas 8000 cobas c 502 module. Sample 1: the initial result was 18.7 mg/dl and the repeated result was 9.6 mg/dl. Sample 2: the initial result was 6.1 mg/dl and the repeated result was 8.9 mg/dl. Sample 3: the initial result was 3.6 mg/dl and the repeated result was 9 mg/dl. Sample 2101292037-1: the initial result was 18.52 mg/dl and the repeated result was 9.10 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 518592-01. The expiration date was requested but not provided.